Event description:
A home patient (hp) contacted (B)(4) regarding air bubbles in the patient line on the homechoice (hc) during initial drain. The technical service representative (tsr) advised the hp to cycle the power and assisted the hp to end the therapy. The tsr advised the hp to start over with all new supplies and explained that if the hp sees air bubbles in the line at "connect yourself/ check patient line", the hp should call baxter for assistance with repriming the patient line. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.